Event description:
Customer reported a collimator iris malfunction. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem, but found several instances of collimator iris potentiometer errors in the error logs. Ge representative performed a collimator calibration. System operates as intended.